Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing ¿high¿ blood glucose (bg) levels; cause was unknown. Customer gave a correction bolus and manual injection to treat bg. Reportedly, customer had been using insulin in the cartridge beyond labeling guidelines. Recommendation was made to discuss diabetes management with a health care professional.